Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a device serial number, the manufacturing date cannot be determined.

Event description:
It was reported a patient's device could not be interrogated after foot surgery. A faint tone was heard with the programmer rf (radio-frequency) head, but there were "no green lights" indicating telemetry. Another programmer was used to check the implanted device, with no issues. The programmer rf head was determined to be "bad." The implanted device remains in use. No patient complications were reported as a result of this event.